Event description:
It was reported that the rack pushrod on the pump was damaged, which led to difficulties keeping the cartridge nested within the pump. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued using the pump for insulin therapy until the replacement pump arrived.